Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it was not working due to a hematoma. A new inflatable penile prosthesis was implanted after a washout of the incision site. The physician indicated the hematoma was due to the patient taking special medication for blood pressure. No further patient complications were reported.